Manufacturer narrative:
Update to d9 and h3. Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation, and visual inspection revealed leakage at the proximal shoulder of the balloon, along with bending observed at multiple locations along the distal flex shaft within approximately 4 inches from the flex tip. Dimensional testing confirmed the presence of calcification in the landing zone. Due to damage observed on the proximal shoulder of the balloon outside the working length balloon wall thickness could not be measured. Functional testing was attempted; however, inflation of the balloon to facilitate valve removal was unsuccessful due to the identified leakage. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The report of a balloon leak was confirmed based on the returned product evaluation. Based on the returned device evaluation, balloon wall thickness could not be measured due to the damage located outside the working length of the inflation balloon. Therefore, the presence of a manufacturing non-conformance could not be confirmed. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During manufacturing balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. Per training manual, calcification is one of the factors that may affect thv deployment characteristics. 3mensio revealed the presence of calcification on landing zone. In this case, it is possible that when the balloon was inflated during valve deployment, the calcified deposits present in patient's anatomy may have caused the stress concentrations on the balloon and punctured the balloon, resulting in the reported balloon leakage. In this case, available information suggests that patient factors (calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
According to the field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure utilizing a 29mm sapien 3 ultra resilia valve via right carotid approach, some resistance was encountered as the valve passed through the sheath; however, the valve appeared visually intact and undamaged. The valve was positioned at the annulus, and the physician proceeded with inflation. A small volume of contrast filled the distal nosecone tip of the balloon, but not the interior of the valve. Although angiographic imaging was not saved, the return of blood into the atrion system indicated balloon rupture. The patient remained hemodynamically stable. The pusher was repositioned to the edge of the valve, and the system was safely retracted into the sheath. A new sheath, valve, and delivery system were prepared and deployed without issue. The second valve was successfully implanted at nominal pressure and post-dilated with an additional atmosphere. Following the procedure, the patient was transferred to the ICU for monitoring. The device is expected to be return for evaluation. Follow up received from the fcs indicated that the balloon on the commander had two holes in it.